Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was defective.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. No damage was observed to the haptics or the optic. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint of ¿defective¿. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).